Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic during follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. A software device download was attempted but the device exhibited an error message. On (B)(6) 2016, the device was explanted and replaced. The patient was well prior and post operation.